Event description:
A malfunction was reported on the customer's pump, identified by malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support to perform a pump reset while awaiting a replacement, which resolved the recurring issue temporarily. Technical support informed the customer about sending a replacement pump along with instructions for storage mode and return procedures, which the customer understood and acknowledged.